Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.1 cm abdominal aortic aneurysm. It was reported that at the index procedure, resistance was felt as the device was advanced through the severely tortuous vessels. Significant resistance was encountered when the external slider was rotated during deployment and a cracking sound was coming from between the external slider and the screw gear as if the external slider was out of gear; however, the device did not seem broken. Since the stent graft had already been partially deployed at this point, the physician continued to deploy even though the resistance persisted. It was noted that the resistance ended after the contralateral leg was released. The physician finished deploying the stent graft and successfully removed the delivery device. The event was reportedly resolved. The physician stated that the cause of the event was due to patient anatomy; specifically, severe tortuosity. No clinical sequelae were reported and the patient is fine.